Event description:
Device malfunction: hemostasis valve leaked and difficult advancing the flex-guide. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after removing the dilator and guide wire, blood flow was noted from the hemostasis valve area. After connecting the clip applier to the hub of the introducer/exchange sheath, there was difficulty advancing the flex-guide down through the sheath. The device was removed and the procedure was aborted. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.